Event description:
Device 1 of 2. Please see MFR report# 1627487-2010-02883 for device 2. On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the sales representative was informed that the pt's ipg was explanted on (B)(6) 2010. The doctor removed the system because the pt believed it made him twitch and have panic attacks.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and no anomalies were noted. The ipg was subjected to functional testing and successfully communicated with a lab pt programmer. The ipg was also tested on the auto-tester and passed. Stimulation output using the pt program parameters were monitored in saline for about 5 hours and no anomalies were noted. Conclusion: the reported complaint could not be confirmed for twitching and panic attacks. The ipg passed functional testing and no anomalies were observed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.